Event description:
The customer reported that the battery was not charging. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the battery was not charging. The remote service engineer (rse) discussed the end of life of the device, and the obsolete status of the esprit/ v200. The rse provided the customer with end-of-life obsolescence letter. Troubleshooting was also discussed to ensure that the v200 would provide a charging voltage while using a known good battery. The rse suggested replacing the battery and provided the part number. It was reported that the battery was not in stock. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/25/2022, 09/23/2022 and 10/20/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.